Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: the dhs blade could not lock. The patient had a left pertrochanteric femoral fracture. The tip of the connecting screw for the dhs blade was broken during the insertion of the blade in the operation. The tip is remaining in the patient body with the blade. During the impaction of the blade, the connecting screw was loosened. The surgeon thought it might have loosened from the impact, so he tried to re-connect them, but could not. The surgeon checked them and found the thread part of the screw was broken and the tip was inserted into the implant, so he was unable to lock the blade and closed the incision. The sales rep informed the nurse about the retightening by the screwdriver for the connection of the blade and the implant during the procedure. This is report 1 of 4 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is not distributed in the united states, but is similar to device marketed in the USA. A review of the device history records was performed and no complaint related issues were found. The investigation could not be completed; no conclusion could be drawn, as no product was received. Placeholder.